Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, it was noted that the lead helix was only half extended. There were no problems with the lead fixation, and all measurements remained normal. The procedure was completed without issue, and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.